Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the resutls in a supplemental report.

Event description:
The pt called alleging that the meter would power off during use. The batteries were replaced less than a year ago. The pt did not experience any symptoms at the time of testing. The pt took insulin after attempting to use the meter, and did not seek medical attention or contact her physician for assistance. Customer service was unable to resolve the issue and sent the pt a new meter. Based on the info provided, this case is being documented as a malfunction, since the power issue was not resolved.